Event description:
Noise on rv lead caused device to detect multiple vf episodes. Rep will perform further testing (lead measurements, chest xray) to confirm possible lead integrity issue. Device remains implanted. Should additional information become available, this event will be updated. On (B)(6) 2010 - per (B)(6) , this lead was capped and replaced.